Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, breast tenderness, premenstrual syndrome, lower abdominal pain, dysfunctional uterine bleeding, burning micturition, flank pain, vaginal itching, vaginitis, grand multiparity, pelvic pain female and partial expulsion of device. On(B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion ("essure implant was noted inside uterus"). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure implants, bilateral partial salpingectomy). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: left side ostium visualized with 5 coils where right side ostium visualized 7 coils. Discrepancy noted at date of insertion (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2009: iud not in situ, seems to be perforating the myometrium. Lot number: 623458 manufacturing date: 2007-02 expiration date: 2009-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, breast tenderness, premenstrual syndrome, lower abdominal pain, dysfunctional uterine bleeding, burning micturition, flank pain, vaginal itching, vaginitis, grand multiparity, pelvic pain female and partial expulsion of device. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion ("essure implant was noted inside uterus"). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure implants, bilateral partial salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: left side ostium visualized with 5 coils where right side ostium visualized 7 coils. Discrepancy noted at date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: iud not in situ, seems to be perforating the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: model number was changed from e305 to e205. New event "essure micro-insert found in uterus" was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation") in an adult female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, breast tenderness, premenstrual syndrome, lower abdominal pain, dysfunctional uterine bleeding, burning micturition, flank pain, vaginal itching and vaginitis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure implants, bilateral partial salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: left side ostium visualized with 5 coils where right side ostium visualized 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: iud not in situ, seems to be perforating the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation") in an adult female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, breast tenderness, premenstrual syndrome, lower abdominal pain, dysfunctional uterine bleeding, burning micturition, flank pain, vaginal itching and vaginitis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure implants, bilateral partial salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: left side ostium visualized with 5 coils where right side ostium visualized 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: iud not in situ, seems to be perforating the myometrium. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.